Event description:
It was reported that the patient presented during a post operation check. It was determined that the right atrial lead was dislodged and the lead was capturing in the right ventricle. A chest x ray was done and the lead was re-positioned on (B)(6). Patient was fine throughout the procedure.